Manufacturer narrative:
An investigation was conducted: it was reported that during an eviva breast biopsy procedure on (B)(6) 2026, the device failed to fire when inside the patient's breast. It is reported that the device was removed from the patient's breast in an attempt to troubleshoot; however, the device "would not close all the way down and arm." Additional information was obtained from the user, in which it was reported that the user attempted to complete the biopsy procedure using a second eviva device; however, the second device failed to fire during testing. It is reported that the patient's lesion could no longer be visualized and the procedure was aborted. The patient was rescheduled to return on another day. The device was not available for return; visual and functional analysis/testing could not be conducted for the event described. The device was not returned for this complaint. Therefore, a full investigation could not be conducted. However, images provided by the customer show the tubing used for transporting saline with vacuum was cut and the connector tubing, remote valve long damaged and cut. Root cause analysis did identify a definitive root cause. The investigation included a comprehensive review of device history records, complaint data, risk assessment, and testing results, finding the most probable cause to be the cut tubing transporting saline with vacuum cut and the connector tubing, remote valve long. Conclusion: the root cause analysis did identify a definitive cause. A thorough review of device history records, complaint data, risk assessments, and testing did not reveal a specific failure mode. The risk trending calculations results of this report do not increase the risk index zone. No further action is required at this moment. Future events will be monitored and trended. Complaint confirmed: yes device history record (DHR) review: the DHR was reviewed for the corresponding lot, and no relevant risk factors were found in the manufacturing process.

Event description:
It was reported that during an eviva breast biopsy procedure on (B)(6) 2026, the device failed to fire when inside the patient's breast. It is reported that the device was removed from the patient's breast in an attempt to troubleshoot; however, the device "would not close all the way down and arm." Additional information was obtained from the user, in which it was reported that the user attempted to complete the biopsy procedure using a second eviva device; however, the second device failed to fire during testing. It is reported that the patient's lesion could no longer be visualized and the procedure was aborted. The patient was rescheduled to return on another day. No further information is currently available.